Manufacturer narrative:
(B)(4). The customer reported the device would not power on. There was no reported pt involvement. A philips fse evaluated the device and confirmed the reported symptom. The energy select switch was replaced to resolve the symptom. The device passed all testing and was returned to use.

Event description:
The customer reported the device would not power on. There was no reported pt involvement.